Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error with open book image on the screen. Troubleshooting was performed. Battery failed alarm was displayed before the open book image was displayed on the screen. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side. Device passed displacement, rewind, basic occlusion, occlusion, and active current measurement tests; it failed prime/seating, force sensor, sleep current measurement, and self tests. No unexpected critical pump errors (open book image) were noted during testing. Also no unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing either. Attempt to upload using thus was successful. After inserting a known good pcba2 and a known good pcba1 and then into the test case, the sleep current measurement fell within specs, and the self test passed. After inserting the test pcba2 onto a known good pcba1 and then into the test case, the sleep current measurement was high, and the self test passed. Finally after inserting known good pcba2 onto the test pcba1 and then into the test case, the sleep current measurement remained high, and the self test returned a pump error75. After visual inspection, there is corrosion in/around the following: pcba1--j7, j6, components at the top of the back side of the board, j1, j2 u2; pcba2--components located at the top of the front side of the board. In summary, the pump error 25 and the pump error 75 are due mostly to the moisture damage on pcba1, and the high sleep current measurement is due to the moisture damage on both boards--pcba1 and pcba2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.